Manufacturer narrative:
Additional information was received from the clinical database on 9/14/2016 indicating that the onset date of the event was (B)(6) 2016. The associated controller was exchanged on (B)(6) 2016 with all appropriate settings and suction aarm was turned on. It was further stated that they used this opportunity for "re-training/review of changing controller with patient, patient's wife, and patient's daughter." The patient had difficulty aligning the red dots on the driveline to the red dot on the controller. Connection was completed by the site. Stickers were provided for the controllers with changing controller prompts, one for each controller. The event was considered resolved. The site deemed the event related to the lvad device. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller has a wobbly power port. An elective controller exchange was performed. No additional information available.

Manufacturer narrative:
The reported loose components for the returned controller, con099894r01, were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device failed visual inspection due to loose connectors on power ports 1 and 2 of the controller. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.